Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Information received indicates that on (B)(6) 2009 a monarc sling was implanted for bladder suspension. It was reported that after surgery the patient continued to have pain and sharpness in her pelvic area. Mesh had eroded and was visible in the vaginal wall. On (B)(6) 2009 the extruded mesh was trimmed. On (B)(6) 2010 a suture granuloma was revised.